Event description:
It was reported that this field representative is concerned about the battery of this implantable pacemaker. This device had 2.5 years remaining after 9 years from the implant date. This device remains in service. No adverse patient effects were reported.